Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (135 mcg/day at an unknown concentration) via an implantable infusion pump for intractable spasticity and familial spastic paraparesis. It was reported that the patient's pump had not been working at all since the implant on (B)(6) 2014, and they kept increasing it. Around (B)(6) 2018, the patient became "real sick" all of a sudden and felt like she was having a heart attack. The patient's legs were stiff and she could not move them. The patient said the healthcare provider (hcp) thought that the catheter was kinked "or something" and the patient was not getting the medicine. Then, it was reported that the catheter was fine and only the pump was replaced. The patient was admitted to the hospital and the pump was replaced. Since the pump was replaced, the patient was doing much better. The patient's complaint was that from 2014 until the pump was replaced in (B)(6) 2018, she had no results. The patient was not sure if they were going to send the pump back to the manufacturer for analysis. It was mentioned that a manufacturer representative was at the replacement procedure. When asked if the representative was aware that the pump never worked, the patient said "I do not know how much she knew." No further complications were reported.